Event description:
It was reported that during a surgical procedure, the tip of the device fell into the patients surgical site during an incision and drainage procedure. A second procedure for incision and drainage was performed because the patient's knee was not healing. During the course of the second procedure the surgeon found the tip of the device. The doctor stated that the tip was not broken, but instead appeared to have separated from the device in one piece. The patient's knee was found to be (B)(6) for staph aureus. Antibiotics were given and the patient's knee was flushed with (B)(6).

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.